Manufacturer narrative:
April 8, 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the implantation procedure on (B)(6) 2011, the physician observed a 6s pause. The physician requested an explantation.